Event description:
As reported to cook: a pt underwent an aaa repair on (B)(6) 2010. During the procedure, the sheath leaked and a balloon had to be used to stop the leaking in the sheath. The pt lost 700cc of blood and the physician did give a transfusion. There was no other harm to the pt. The procedure was completed with the original graft. No additional medical procedures were required due to his this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). No product was received to assist in this investigation. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. (B)(4). A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Damage to the check-flo discs likely resulted in leakage. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, steps have been initiated in regard this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk eval, risk reduction is recommended.